Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) during an unspecified surgery, it was observed that the battery oscillator device would not hold the saw blade correctly during use on a patient. There was no delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The assignable root cause for this event was reported as false and defective construction/design. The root cause has been updated to undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking knob was loose, locking head loose, trigger jammed and the tensioning screw part move downwards. It was further determined that the device failed pre-test for saw blade coupling and trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.